Event description:
It was reported that tandem mobi pump issued cartridge alarm 30a during cartridge loading, and customer did not follow instructions to wait for mobile app prompt before removing and loading cartridge. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge and successfully resumed insulin therapy independently, and technical support confirmed alarm type, educated customer on correct loading steps, and resolved issue; no additional product lot information was available for cartridge pack.